Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, while using the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter to drain the patient during a percutaneous transhepatic biliary drainage procedure, it was discovered that there was no air pressure in the catheter, and air was leaking from the hub portion of the device. Another device was employed to complete the procedure. The patient was reported to be healthy. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and trends of the device was conducted during the investigation. Product was not returned to assist in the investigation. A device failure analysis could not be performed. Customer reports that the device was lost. However, as part of the investigation, cook reviewed the documentation surrounding the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, in particular the mac-loc and proximal hub. This review considered the relevant manufacturing instructions, drawings, specifications, risk analyses, quality controls, and labeling of this device. Notably, the current validation for 8.5fr mac-locs validates the proximal assembly process for both tensile strength and leakage. It was determined that there are adequate controls in place to ensure the product is manufactured and used as intended. There is no evidence to suggest that this device was made out of specification. A review of the device history record, revealed no discrepancies relevant to lot 7650131. Additionally, a database search revealed no other complaints related to lot 7650131. A root cause has not been identified at this time. Measures have been previously initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.